Manufacturer narrative:
The device is expected to be returned for evaluation, but is yet to be received.

Event description:
The event occurred on an unspecified date over the past month, involving spinning spiros in which the device leaked unspecified chemotherapy and blood at the connection of the curlin ambulatory pump tubing extension and the female luer of the spiros. The customer stated the event might be due to a cracking issue because blood was backing up into the line in addition to the blood and chemotherapy leak which is potentially related to a loss in pressure. There was blood and chemo exposure, however, there was no harm reported as a consequence of this event. No other information is available. This is report 3 of 4.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number. Additional information in section b5 and d9.

Event description:
Additional information was provided which stated that the patient had a huber needle (which was in the mediport in the chest) and that the end of that tubing is the clave end cap the spiros is attached to. The clave end cap on the patient was hooked up and running and mid stream, there was blood backed up from the patient's needle (chest) to the end cap where the spiros hooks up to the patient. There was bleeding, and chemo observed externally all over the patient's clothing.